Event description:
Per the clinic, the patient experienced pain around implant, headache, severe vertigo and heard noise with the device since implantation. The patient also experienced tinnitus and dizziness without sound processor on. Two electrodes reportedly have migrated outside of the cochlea, but patient is still receiving benefit with the device. It was also reported that the implant sit right at the edge of mastoid, which may contribute to the pain around implant site. The patient was treated with oral medications for the vertigo (specific date not reported), however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.